Event description:
Patient reported right side rupture and unsatisfactory result (patient did not get the size they wanted). The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture and "unsatisfactory result (patient did not get the size they wanted)." Healthcare professional later reported exchange with no complaint against the device. Healthcare professional later reported "double bubble deformity." Record is for right side, device has been explanted. Un-reporting rupture.

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b2 b5 h6.

Event description:
According to explanting physician, there are currently no reportable events against device on record. This relates to the right side record.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported right side "capsular contracture," baker grade unknown and "mass on unknown side."